Event description:
It was reported that, this right ventricular (rv) lead and the left ventricular (lv) lead exhibited an abrupt increase out of range pacing impedances. Boston scientific technical services (ts) indicated that the lv was programmed to the rv, and if the rv ring is compromised or fractured, the lv impedance would be impacted as well. Ts recommended an x ray. This device remains in service. No adverse patient effects were reported.